Event description:
Olympus received a complaint from the customer that a pop sound was heard during preparation for use. There was a smell of burning and there was no power coming from the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel was broken- below scope socket), discolored and top cover was slightly bent, no power, a faulty scope socket (locking mechanism was not locking) and the lamp: 500 or more hours (heatsink was rusted and lamp was burned). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the pop and burning were caused by a faulty power supply unit, and the burned lamp was caused by excessive thermal grease. However, the definitive root causes of the faulty power supply unit and the excessive thermal compound could not be determined. It is possible that there was an excessive amount of thermal compound due to a misunderstanding of the appropriate amount of thermal compound. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿caution: do not apply the heat compound to the glass surface and the ceramic part of the examination lamp. If any compound gets on the glass surface, wipe it off with a clean, lint-free cloth. Otherwise, the examination lamp may be damaged, and it may cause malfunction of the light source. Apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures.¿ olympus will continue to monitor field performance for this device.